Manufacturer narrative:
Article citation: self-reported health complaints in women undergoing explantation of breast implants. Authors: misere renee m l; van der hulst rene r w j, aesthetic surgery journal, , sjaa337, https://doi.org/10.1093/asj/sjaa337. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, bii (breast implant illness).

Event description:
Journal article "self-reported health complaints in women undergoing explantation of breast implants." The article reports: "one hundred and ninety-seven patients underwent an explantation procedure during this 10-year with ages ranging from 24 to 81. In total, 303 breast implants from 10 manufacturers were removed. Ninety procedures were unilateral, while in the other 107 cases implants were removed bilaterally. The primary indications for explantation included: "implant rupture and pain in the absence of implant rupture." Additionally, there were self-reported events of implant-related systemic symptoms/bii which included: "fatigue, arthralgia, myalgia, sicca, skin problems/itch/rash, cognitive impairment, pyrexia/hyperhidrosis, headaches, neurological deficit, immune diseases, hair loss, vertigo, and psychological and functional comorbidities;" these events are not related to the device. Side unknown. Device has been explanted.